Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter along with two guidewires, one of which was stuck in the guidewire lumen. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The inner shaft is buckled in numerous locations. The buckling damage is consistent with the damage that is seen caused by use of a guidewire. The guidewire could not be removed from the lumen due to the excessive buckling. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 25-apr-2018. A 2.50mm x 15mm apex¿ balloon catheter was received with no reported issues. However, upon device analysis, the catheter was froze on the guidewire.